Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had slower during rewind and sometimes had to press buttons twice and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no crack on reservoir tube. However cracked lcd display window corner and broken belt clip slot noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, a21 error test and all operating currents test. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).